Manufacturer narrative:
(B)(4): date of event : (B)(6) 2016 additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had lost of stimulation and high impedances on the leads were noted. A revision procedure to replace the lead was recommended.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had lost of stimulation and high impedances on the leads were noted. A revision procedure to replace the lead was recommended.